Event description:
It was reported to philips that the defibrillator presents deviations in selected energies. There was no reported patient involvement.

Manufacturer narrative:
It was reported to philips that the defibrillator presents deviations in selected energies. An attempt has been made to obtain additional information but no response was received. Philips is unable to rule out that a malfunction did not occur. As additional information could not be obtained and an evaluation was not performed, a definitive cause for the alleged failure could not be determined. The device remains at the customer site and no further evaluation is required at this time.